Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. The device had no output or telemetry due to battery voltage below eol level. With a new battery attached, the device functioned normally except the battery impedance measurement was displayed as a dash line. This was caused by wirebonding according to the old configuration. Wires were added according to the new configuration, then impedance was normal.